Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The grasping section was closed without grasping any tissue while output in seal & cut mode was activated (including after tissue resection), resulting in wear of the tissue pad. 2. Due to the wear of the tissue pad, the non-insulated section of the grasping section came into contact with the probe. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited wear of the tissue pad. There was no patient involvement.